Event description:
It was reported that at the start of a diagnostic catheterization procedure, the innova system locked-up. The system was rebooted twice by the user; however, the gantry would not move, and as such, the diagnostic procedure could not be performed. The patient had not yet undergone catheter insertion and was transferred out of the cath lab. Alternate treatment was provided under the care of the hcp. The patient died four to six hours later.

Manufacturer narrative:
The root cause investigation is ongoing. Parts are being returned to the manufacturer for investigation. The site was repaired and put back into service with close monitoring by the customer and by ge healthcare.